Event description:
It was reported that before using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer observed that some of the tubes did not have labels. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "when customer opened mgit box, some mgit tube don't have label, some mgit tube with tube label were deform"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1042719 was satisfactory per internal procedures. Formulation, filling, and labeling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for labeling. Retention samples from batch 1042719 (100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. No labeling defects were observed in 100/100 retention sample labels. For investigation 100/100 retention tubes labels were inspected. All 100/100 retention had proper affixed and legible labels. Two photos were received to assist with the investigation: the first photo shows the label of a 100 pack bd carton from batch 1042719. The second photo shows an opened box with seven tubes held up. Five tubes have no label, two tubes the label is not affixed properly. No returns were received to assist with the investigation. This complaint can be confirmed by the evidence provided by the photos. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue tp trend complaints for labeling.

Event description:
It was reported that before using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer observed that some of the tubes did not have labels. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "when cutomer opened mgit box, some mgit tube don't have label, some mgit tube with tube label were deform".